Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant". (B)(4).

Manufacturer narrative:
Device evaluation was done by an independent lab that received the retrieval/implant. The retrieval center forwarded their results to biomet orthopedics. The device was never made available to biomet orthopedics for evaluation. The retrieval analysis results forwarded by the independent lab did not indicate a clear cause for the osteolysis; although observations would suggest that the device was not the cause of the lysis. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2001. Subsequently, the patient was revised on (B)(6), 2010, due to pain and osteolysis. The modular head, liner, and bearing were all removed and replaced.